Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and five months the implant of this transcatheter pulmonary bioprosthetic valve, in the mitral position, the valve was replaced for an unknown reason. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.